Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "noise" was confirmed. Reliability engineering found the xmax motor has a damaged locking mechanism. The motor shows evidence of immersion, dried biological debris on and in lock sleeve, and detergent residue around lock sleeve. The motor also exceeds temperature limits during testing. The condition of the xmax motor appears to be due to power braking, misassembly of cutters/ attachments, and/or cleaning/ handling issues at the user facility. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device experienced "weird noise from motor." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.